Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm on insulin pump. The customer reported via phone call that were hospitalized due to high blood glucose on (B)(4) 2013 with blood glucose level of 378 mg/dl. The customer¿s blood glucose was 253 mg/dl at the time of the incident. Customer was wearing the insulin pump at time of hospitalization. The customer declined further troubleshoot. The insulin pump will not be returned for analysis.